Event description:
It was reported that the patient presented for a follow up check. Over-sensing of noise was detected via review of electrograms (egm) and was reproducible with isometric movements. The patient was asymptomatic. No intervention was performed. The patient will continue to be monitored.